Event description:
During an initial implant procedure, it was not possible to retract the helix of the right ventricular (rv) lead. The suspected cause of the event was due to blockage in the rv helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. X-ray examination of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. Visual and x-ray examination found the helix was stretched and bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged.